Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor was unable to complete a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to c22 positive lead broken from the solder join causing the r45 resistor component on the computer/analog board. The root cause for the open r45 resistor and broken c22 could not be positively identified. No adverse event resulted from the damaged monitor.